Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device was not returned.

Event description:
It was reported that some of the intermittent catheters had been missing the appropriate lubrication to make applying them possible, so the silver pads were not wet enough. Per follow up via phone on (B)(6) 2022, it was reported that approximately two dozens of the intermittent catheters came with lubricant packs that did not have enough lubrication in them. Customer stated that they were still able to use them by using water to apply the catheters. And stated that some lubricant packs were overfilled while others did not have enough lubricant.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to the ¿incorrect process parameters". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that some of the intermittent catheters had been missing the appropriate lubrication to make applying them possible, so the silver pads were not wet enough. Per follow up via phone on (B)(6) 2022, it was reported that approximately two dozens of the intermittent catheters came with lubricant packs that did not have enough lubrication in them. Customer stated that they were still able to use them by using water to apply the catheters. And stated that some lubricant packs were overfilled while others did not have enough lubricant.